Event description:
The customer observed multiple, lower than expected vitros phbr quality control results (biorad level 2 results = 42 and 40.51 ug/ml vs. An expected result of 54.01 ug/ml) while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. No patient samples were known to have been affected. There was no allegation of harm to patients as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics, inc. Complaint numbers 1366165 and 1366269 / ivda 253927.

Manufacturer narrative:
The investigation determined that multiple, lower than expected vitros phbr quality control results were obtained. Patient samples were not known to have been affected. A reagent related issue or an interaction between the vitros phbr slides and the vitros 5,1 fs chemistry system cannot be ruled out as potential contributing factors. The root cause of this event is unknown. Additional investigation by ocd regarding vitros phbr performance is ongoing.